Manufacturer narrative:
Exact implant date is not known but filter was implanted on or about (B)(6) 2012. As reported, the patient underwent a surgical procedure to implant a trapease¿ filter for the treatment for deep vein thrombosis. The device was implanted into the patient¿s right groin near the renal veins region. The device in the patient was positively identified by the patient¿s medical records. Approximately five years post implant, the patient began to experience swelling and constant pains in his right leg where the inferior vena cava (ivc) filter was implanted. This is a common indication of problems with the ivc filter that can result in more serious injuries. The patient was admitted to the hospital for a checkup in that region and scans on the area. As of the present, the patient is still implanted with the implanted device, which is known to be dangerous and cause serious side effects. As the result of the trapease¿ filter installation, the patient suffered and will be at risk of suffering from future injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside his body. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The procedure to implant an ivc filter in a patient is performed through peripheral access, most commonly the femoral vein. The filter is then placed just below the renal veins. Swelling and leg pain as experienced by the patient do not represent a device malfunction. Clinical factors that may have influenced the events described include patient, pharmacological, lesion characteristics or other comorbidities, such as venous insufficiency which is known to lead to possible swelling and pain of the lower extremities given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant a trapease¿ filter for the treatment for deep venous thrombosis. The device that was implanted into the patient¿s right groin near the renal veins region. The device in the patient was positively identified by the patient¿s medical records. Approximately five years post implant, the patient began to experience swelling and constant pains in his right leg where the inferior vena cava (ivc) filter was implanted. This is a common indication of problems with the ivc filter that can result in more serious injuries. The patient was admitted to the hospital for a checkup in that region and scans on the area. As of the present, the patient is still implanted with the implanted device, which is known to be dangerous and cause serious side effects. As the result of the trap ease¿ filter installation, the patient suffered and will be at risk of suffering from future injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside his body.